Event description:
It was reported that the procedure was to treat an 100% stenosed de novo lesion in the in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 2.5x48mm xience xpedition stent delivery system (sds) was advance to the target lesion and the stent was implanted; however, the stent struts became fractured and a dissection was noted. Therefore, another 2.5x48mm xience xpedition stent was implanted to cover the fractured stent and treat the dissection. There was no adverse patient sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported stent break and patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. In this case, it was reported that the stent was observed to be fractured post implantation. Factors that may contribute to stent break during use include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, over expansion of the stent, tensile strength, or inadvertent damage to the stent. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.